Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for ca2 calcium gen.2 (ca) on a cobas 6000 c (501) module - c501. The erroneous results were not reported outside of the laboratory. The sample initially resulted as 17.7 mg/dl. The sample was repeated, resulting as 10.1 mg/dl. The sample was repeated a second time, resulting as 9.7 mg/dl. The 9.7 mg/dl value was released outside of the laboratory to the patient. No adverse events were alleged to have occurred with the patient. The ca reagent lot number was 260697, with an expiration date of 30-sep-2018.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Multiple sample barcode reading errors, a sample short error, and abnormal probe aspiration errors occurred on the date of the event.

Manufacturer narrative:
The complained sample had the following additional test data on (B)(6) 2017: cho2i = 337 mg/dl, crej2 = 2.39 mg/dl, hdlc3 = 72 mg/dl, ldlc3 = 188 mg/dl, trigl = 431 mg/dl. The first repeat value of 10.1 mg/dl was measured on a different analyzer. The field application specialist ran precision studies and the precision for the glucose and creatinine tests were outside of specifications. The field service engineer cleaned and adjusted the ultrasonic mixer. He also changed the lamp and cuvettes. After these actions, the field application specialist repeated precision studies. Precision for glucose and creatinine were then within specification. The customer has not reported any additional issues since the service actions. Calibration and quality controls were ok on the day of the event. Upon review of the alarm trace, several abnormal probe aspiration alarms occurred on the day of the event.